Manufacturer narrative:
A.2. Age at time of event - over 18. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed field ablation procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. After mapping when attempting additional energization, air was noticed inside the three-way stopcock at the time of checking backflow. A non-boston scientific pump at 60ml/h was used for irrigation. No fluid leak or air in patient was observed. The procedure was completed successfully by using a different faradrive steerable sheath clear). No patient complications have been reported. The product is not expected to be returned as it was disposed.